Manufacturer narrative:
The end user reported that he noticed a reddened, swollen area below a wound that he had covered with this bandage over a topical antibiotic ointment. His doctor diagnosed the area as skin inflammation. He was prescribed an oral antibiotic. The sample has not been returned for evaluation. A root cause has not been determined. It is unknown if the bandage was the cause or contributing factor to the reported skin inflammation. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The end user developed skin inflammation below a wound after wearing the bandage and was treated with an antibiotic.